Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was unable to duplicate or verify the reported issue. After clearing the codes, proper device operation was observed through functional and performance testing.

Event description:
A customer contacted stryker to report that their device logged an event code which is associated with an issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h11, additional mfg narrative of the initial medwatch report indicates a stryker field service technician evaluated the customer's device and was unable to duplicate or verify the reported issue. After clearing the codes, proper device operation was observed through functional and performance testing. Section h11, additional mfg narrative of the initial medwatch report should indicate a stryker field service technician evaluated the customer's device and was unable to duplicate the reported issue. The reported issue was verified through review of the log. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device logged an event code which is associated with an issue of the device to deliver energy. There was no patient use associated with the reported event.